Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg revision procedure and was doing well postoperatively. Additional information was received that the patients ipg was just repositioned and remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg revision procedure and was doing well postoperatively.